Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15651. It was reported the patient experiences ineffective stimulation as well as auto-reducing. Diagnostics revealed high impedance readings with one lead, but were within normal limits for the patient's second lead. X-rays were taken and indicated one lead had migrated. Surgical intervention may be taken at a later date. It is unknown which lead has the high impedance readings and which lead has migrated; therefore both are being reported.